Event description:
During verification testing at the service center, it was noted that the device door roller was missing and the door roller pin was broken off.

Manufacturer narrative:
During testing, the device door roller was missing and the roller pin was broken off. As indicated, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.